Manufacturer narrative:
Batch review performed on 29 apr 2019: lot 179952: (B)(4) items manufactured and released on 24-may-2018. Expiration date: 2023-05-13. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event.

Event description:
During the primary hip surgery and while inserting the stem, the patient's greater trochanter fractured. The surgeon cabled the fracture and there was a 5-minute delay in the case. The surgery was completed successfully.